Event description:
It was reported the customer was hospitalized due to hypoglycemic. Customer current blood glucose was 238 mg/dl. Customer had given herself a bolus but was not sure of the amount given. Assistance was provided to retrieve information on how much insulin was administered. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.